Event description:
Caller alleged discrepant inratio results. All results were taken minutes apart. Five minutes between initial inratio test and re-test.

Manufacturer narrative:
Investigation pending.